Event description:
A customer reported the meter battery life drained fast. The customer also reported as a result of not being able to test her blood glucose and delaying on taking her medication, she experienced symptoms of lightheadedness, dizziness and fatigue. The customer was reportedly diagnosed with hypoglycemia and treated with a shot of an unk medication. It was also reported the customer took orange juice to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.